Event description:
It was reported to boston scientific corporation that an overstitch suture cinch was used during a gastric peroral endoscopic myotomy (gpoem) procedure on (B)(6) 2026. During the cinch deployment, the cinch became stuck. The procedure was completed when the cinch was manually deployed using hemostats. As a result, the procedure was prolonged by approximately 5 minutes. There was no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 device code a050702 is being used to capture the reportable event of cinch failure to cut. Imdrf code f2301 is being used to capture the reportable event of additional device required.